Event description:
It was reported the insulin pump alarmed motor error. Customer initially stated there was a possible occlusion on the device. Customer's mother has changed the set. Occlusions have happen three times in the past week. Customer's mother was advice to run a fixed prime and a five unit manual prime, device was ok. Customer's mom stated they change the set two to three days. Customer uses belly, buttocks, and legs for insertion site. When history was checked motor error alarm was noted, it occurred a month ago. Motor error alarm occurred after a no delivery alarm. No further information reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to a faulty force sensor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed the test. The unit was received with cracked case at the display window corners and reservoir tube lip, minor scratched lcd window, stained end cap sticker, and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.